Event description:
It was reported that there were no issues found during cuff check prior to use. After use in the operating room, it spontaneously deflated a few hours, several hours postoperatively. Subsequently, when inflated to check for balloon rupture, it inflated normally.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual: received (6) photo samples. Photo (2) shows two silicone catheters with sample port and syringe. One of the catheters shows an inflated balloon. Photo (4) shows verified material number 119314 and lot number ngjx0304. Photo (5) shows an asymmetrical ballon might be due to inadequate inflation. Therefore, no new pr number is needed. Photo (6) shows verified material number 119314 and lot number ngjx0304. Functional testing not possible solely on these photos. Functional: received 2 all-silicone temp sensing foley catheter with sample port connector and syringe. Visual inspection noted no obvious observations. Using the returned syringe, catheter (1) inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation leak present at trifurcation due to a pin hole measuring 0.013in. Catheter (2) was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), using the returned syringe. Upon inflation leak present at trifurcation site die to a pin hole measuring 0.013in. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA #12182448. Refer to CAPA #12182448 for investigation details. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were no issues found during cuff check prior to use. After use in the operating room, it spontaneously deflated a few hours, several hours postoperatively. Subsequently, when inflated to check for balloon rupture, it inflated normally.